Event description:
11/16/95 infiltration of taxol at right subclavian medport site. Infusion stopped. 11/24/95 x-ray revealed leakage from med port. Medport removed. Extravasation to the right chest wall had occurred.